Manufacturer narrative:
Additional information received from the physician/author stated that the observed adverse events were related to the patient's ehlers-danos syndrome and were not related to the medtronic device. Additional information received from the physician/author also provided the patient's weight. Updated data: a.4 - added the patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: khalique z et al. Unusual complicated fungal endocarditis in a patient with vascular ehlers-danlos syndrome. Ann thorac surg. 2019 apr;107(4):e269-e271. Doi: 10.1016/j.athoracsur.2018.08.074. Epub 2018 oct 22. Presented at the society for cardiovascular magnetic resonance twentieth annual scientific sessions, washington, dc, feb 1¿4, 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a history of vascular type ehlers-danos syndrome who presented with retrosternal chest pain. Investigation uncovered a dilated sinus of valsalva and the patient underwent aortic root replacement with a 29 mm medtronic freestyle bioprosthesis (serial number not provided). One year later, at age (B)(6), the patient presented with weight loss and night sweats. It was also noted that the patient underwent a dental procedure 5 weeks prior to presentation. Echocardiography revealed prosthetic aortic valve endocarditis. Subsequently, the freestyle valve was removed and replaced with a 21 mm non-medtronic bioprosthetic valve. It was reported that tissue from the explanted valve grew the fungus purpureocillium lilacinum. No additional adverse patient effects or product performance issues were reported.